Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that a returned device failed the calibration test. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found the tamper seal missing. There was no evidence of the error found in the event history log. The customer reported problem calibration failed was verified/duplicated at power up. After performing the functional test on the device, it was found that the downstream sensor functions as intended, while the upstream sensor failed. It was recommended replacing the upstream sensor. And due to the alarms found in the ehl, it was recommend replacing the downstream sensor as well as preventative action. The root cause of reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.